Manufacturer narrative:
Sc-2218-50e (sn (B)(4)): device evaluation indicated that the lead was severely damaged by the stylet and it had three punctured sections along the body. The punctures were located approximately at 7, 9 and 10 inches from distal end. This type of damage was possible when the lead was bent and/or encountering resistance while guiding the lead/stylet to its permanent location. Sc-2218-50e (sn (B)(4)): device evaluation indicated that the lead did not show any puncture and had only kinked sections along the body which was due to the bent stylet.

Event description:
A report was received that the physician could not get the lead to stay in place and left the stylet in the lead on purpose during trial. When they did lead removal, the stylet punctured the lead and got stuck in the patient. They had difficult time removing the lead but were able to get everything removed from the patient.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Event description:
A report was received that the physician could not get the lead to stay in place and left the stylet in the lead on purpose during trial. When they did lead removal, the stylet punctured the lead and got stuck in the patient. They had difficult time removing the lead but were able to get everything removed from the patient.